Event description:
The end user reported that the sling and swathe caused severe contact dermatitis where it came into contact with her skin after it had been fitted to limit arm movement status post reduction of a shoulder dislocation.

Manufacturer narrative:
Deroyal: this device is not made of natural rubber latex. It is constructed of nylon loop laminated to polyester polyurethane foam. The root cause could not be determined from the analysis of device materials.